Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during an abdominal aorta aneurysm procedure, the device was used to staple off the aneurysm. The staples did not form. The device was reloaded with another white cartridge. The procedure was completed without impact to the patient. There was no bleeding.